Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an "ER 2" message. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 6:00 pm on (B) (6) 2010. It is not known when the pt had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt does not take oral medication or insulin injections to manage his diabetes. The pt confirmed that he continued with his usual diabetes routine despite the alleged product issue. Thirty minutes after the alleged meter issue began, the pt claimed that he developed "headache, tunnel vision, dry mouth, vomiting, and was incoherent." It is not known how the pt interpreted his symptoms. At an unspecified time, the emergency medical services (ems) was called. The pt claimed that his blood glucose was tested on the ems meter and obtained a result "in the 20's mg/dl." At approx 6:45 or 7:00 pm, the pt was reportedly treated by the ems with a glucose tablet/gel. No further info was provided after the treatment. During the troubleshooting session, the cca documented that reported issue was resolved when the pt was walked through a retest. Replacement meter and supplies were sent to the pt. This complaint is being reported because, the pt claims that after the alleged meter issue began, he developed symptoms suggestive of a serious injury, and required medical treatment from the emergency medical services for an acute complication of diabetes. However, there is no evidence that the reported product performed improperly since the issue was resolved with pt training.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.